Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open lung transplant, when closing the pulmonary artery, the jaws of the device were locked on tissue. The adapter was released from the handle and the manual retraction tool was deployed to open the cartridge and detached the adapter. To complete the adapter was replaced. There was no patient injury.